Event description:
Mammogram 8/30/99 reveals increase in periareolar calcification from previous mammograms. Pt presented w/ distortion and displacement of breast implants. Implants removed. Lt breast implant w/ intracapsular rupture and calcification of capsule. Rt breast implant w/ intracapsular rupture and calcification of capsule.